Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. It was reported that the audio bolus button was under responsive. It was noted that there was moisture in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings:.during investigation, unable to duplicate complaint about abb tactile changes. There was a leak due to cracked pump case. Opened pump. Evidence of the moisture corrosion on keypad connector, on display board, on transceiver board, moisture on display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.